Manufacturer narrative:
Device received with stripped battery cap coin slot noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test , occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing. No moisture on lcd display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button of insulin pump was sticks. Customer's blood glucose value was unknown. The customer stated that insulin pump had unexplained no delivery alerts also condensation inside the insulin pump. Customer also stated that insulin pump was rejected new batteries also rewind was low. The device will not be return for analysis.